Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the patient was unconscious and brought into the operating room with a endotracheal catheter in preparation for surgical treatment. After entering the room, the blood oxygen saturation monitoring alarms were triggered. The medical endotracheal tube was found to be kinked and it was immediately straightened. The endotracheal catheter was replaced un der general anesthesia. The patient was an emergency and critically ill patient. This event caused a delay from the patient's treatment